Event description:
(B) (4) clinical study. It was reported that following a coronary drug eluting stenting treatment procedure, the patient presented with in stent restenosis. The index procedure treated the 90% stenosed, 2.75x32mm target lesion located in the proximal left anterior descending (lad) artery. Treatment consisted of pre dilation with an unspecified balloon, the placement of a 2.75x32mm taxus express2 study stent and post dilation with an unspecified balloon resulting in 0% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel. In (B) (6) 2010, the subject was admitted with retrosternal exertional chest pain with tingling in both hands. The patient had not been taking medications for several months and had discontinued clopidogrel in (B) (6) 2009. The patient was diagnosed with a non-q-wave myocardial infarction. On day 2, the patient underwent coronary angiography which revealed a 70% stenosis in the mid lad distal to the previously placed stent. Treatment placed a 3.0x15mm non bsc stent resulting in 0% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel.

Manufacturer narrative:
(B) (6). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).